Event description:
Customer reported receiving an unspecified inaccurately lower reading from her adc freestyle libre sensor than a reading from a healthcare provider. It was further reported that on (B)(6) 2018 customer experienced ¿chilliness and tachycardia¿. A healthcare provider received a reading of 9.3 mmol/l (167 mg/dl) and treated the customer with levemir and novorapid insulin. Customer also self-treated with strattera 80 mg. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an unspecified inaccurately lower reading from her adc freestyle libre sensor than a reading from a healthcare provider. It was further reported that on (B)(6) 2018 customer experienced ¿chilliness and tachycardia¿. A healthcare provider received a reading of 9.3 mmol/l (167 mg/dl) and treated the customer with levemir and novorapid insulin. Customer also self-treated with strattera 80 mg. No additional treatment was reported. There was no report of death or permanent injury associated with this event.